Event description:
A hospital reported to our distributor that the expiratory tube of an rt200 breathing circuit was found to have several splits in it up to 3cm in length, leaking air from the tube. No pt consequence was reported.

Manufacturer narrative:
The prod referred to in the complaint is not sold in the USA but it is similar to a prod which is sold in the USA. The hosp was unable to provide the circuit for investigation due to contamination. D4: the lot numbers affected were: 071003 and 071030. The MFR dates were: 10/03/2007 and 10/30/2007. An investigation was carried out based on the event description and previous experience with similar complaints. Results: there were no other complaints of this nature in the lot numbers provided. All circuits are pressure tested during production and those that fail are rejected. The cuts exposing a leak would have been detected in this test if they had occurred during production. It is likely that the cuts were as a result knife cuts that occurred when the user cut the tape sealing the box of circuits. Instructions on the box clearly state that a knife should not be used to open the box. Conclusion: our monitoring and trending for this type of event has a rate of occurrence worldwide for the last yr of 0.0036%.